Event description:
Caller reported a leak occurred at the connector piece between the headset and tubing of the ultraflex infusion set. She said she had noticed her blood glucose readings were high. Her readings were in the 300s mg/dl. Target range is less than 150 mg/dl. She was able to self treat by injecting insulin and changing the site. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.